Event description:
It was reported that an alert was triggered for right ventricular (rv) lead increase in pacing impedance as well as thresholds to high levels. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead exhibited high sensing integrity counter (sic) and out range high impedance. Reprogramming was performed and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.